Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The external drainage system with a codman collection bag did not drain, even if the catheter was not blocked and the scan proved there was cfs to drain. All clamps were open. The collection bag was changed. A bag from integra was used and the cfs could be drained. Potential increase of risk of hydrocephaly with consciousness trouble. The incident has been reported to the ansm by the hospital.